Event description:
It was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. There was no adverse impact to the customer¿s blood glucose value.

Event description:
It was reported that the caller needed assistance with updating the time settings on their device. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in updating the pump time and was advised to regularly confirm that the time settings are accurate, which the customer understood and acknowledged.